Manufacturer narrative:
D4: UDI information added h3: although device return was expected, customer was unresponsive and devices were not returned investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information, as the reported issue was not replicated during testing of retention product. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending investigation conclusion.

Event description:
Unspecified date: false positive result on the medline hcg urine cassette. No further information provided. Although further information was requested, customer was unresponsive. No further information able to be provided.